Event description:
Customer said they got an infection and reported that the doctor said it was related to the use of the instead cup. Customer said the infection caused them to have a radical hysterectomy.